Event description:
It was reported that during procedure, the fiber was broken. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, it was noticed that the connector face had burn marks. Functional testing identified that the aiming beam light was distorted. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available, the reported event of fiber break was not confirmed, therefore, an investigation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during procedure, the fiber was broken. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during procedure, the fiber was burst. The procedure was completed using another fiber. There were no patient complications.